Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. An external insulation abrasion was found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. Other damages found are consistent with procedural damage.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.